Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod generated an alarm. Corrosion was noted inside the device on the reservoir, pcb, and batteries, indicating that fluid had leaked in the pod. A leak test was performed, and no internal leakage source was identified. Cracks were found on the outer top housing. It could not be determined when these cracks had occurred. Inspection of the device suggest that the cracks had an effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod was worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, a new pod was applied.